Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had two infusions a couple of years back where the tubing became detached at quick release. He was just walking around and felt tubing hit his leg. The site location was at the abdomen and the pump was located about 6 inches higher on abdomen on the belt line. The infusion had been in use for 1-2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.